Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis indicated that system performance had deviated from its expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation.in-house testing of the returned sensor, along with sensor in vivo data, indicated optical instability, which likely contributed to the inaccuracy observed. This is indicative of an issue with the sensor's internal electronic component. The user was offered a sensor replacement as a resolution. B4.date of this report 15 sept 2025. G3.date received by the manufacturer? 15 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 18 june 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.